Event description:
Patient contacted dexcom technical support on (B)(6) 2010 to report that she experienced an inaccuracy in cgm readings during an extreme low. Patient reported that her cgm reading was 264 mg/dl when her blood glucose value was 28 mg/dl, and she reported that her face felt numb as a result. Patient self-treated, and no medical intervention was required. Patient was fine at the time of her call to dexcom technical support.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.